Event description:
A patient reported blood glucose results of "166 and 315mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <=20mg/dl. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. Also, the customer care representative walked the patient through two consecutive control solution tests and the results fell outside the specified range. No injury or harm was alleged. The meter, control solution, and test strips were replaced.